Event description:
Caller alleged imprecision with inratio meter. Results as follows: date (B)(6) 2010, inr: 1.7. Date: (B)(6) 2010, 1.7. The pt increased her coumadin dose after receiving 1.7 inr on (B)(6) 2010. Pt increased her coumadin dose after receiving 1.7 inr on (B)(6) 2010.

Manufacturer narrative:
Investigation pending.